Event description:
It was reported that the patient went to emergency room on (B)(6)2026 due to diabetic ketoacidosis and hyperglycemia caused by the insulin flow block alarm. Patient was treated with intravenous fluids of saline and insulin. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.